Manufacturer narrative:
Device evaluation: no patient archive was provided, however the system logs were reviewed. For the reported inaccuracy, the review was inconclusive. Registration 2.3mm with 663 trace and 3 touch. Navigation was used for approximately 2.5 hours. With regards to the poor registration model, it was not possible to assess the quality of the model via log inspection.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) the instruments on the navigation system were inaccurate after registration. After a successful registration the instruments seemed to be 4-5mm both on lateral and anterior planes. The green zone of accuracy covered the area of interest at registration and the yellow zone covered the entire scan. The site stated that they felt the straight probe was slightly more accurate than other instruments they navigated (70 degree suction and ostium seeker). It was reported that the pattern went along the areas of interest as well as to the back of the head. The representative advised trouble shooting steps, but as the site was in the middle of the case, it was not known if this resolved the issue. The case was completed without navigation. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: additional review into the reported issue was conducted by medtronic. The review found that the site had multiple occurrences of imprecision that could be linked to the user technique of the surgeon.